Event description:
The customer contacted beckman coulter inc. (Bec) to report an erroneous result for basophils for one (1) patient sample assayed on their coulter hmx hematology analyzer with autoloader. The erroneous patient sample result was not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the latron control failed conductivity before the patient sample was assayed.

Manufacturer narrative:
A field service engineer (fse) assisted the customer via telephone. The fse advised the customer to change the lot of diluent being used on the analyzer. This resolved the issue. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: MDR 1061932-2011-02005. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.